Event description:
It was reported that the pt experiences intermittent stimulation. The pt allegedly losses therapy during certain body movements. A diagnostic test revealed invalid impedance measurements for the pt's lead contacts. There are no plans for surgical intervention at this time as the pt is still able to receive therapy and only utilizes the scc system a few minutes each day. Follow-up on this matter found that there have been no further allegations of insufficient stimulation reported by the pt.

Manufacturer narrative:
Limited device information was provided for the pt's lead; as such, the lot number as well as the implant, manufacturing and expiration dates are unk. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.